Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report received from (B)(6) indicates a hospital in (B)(6) reported a patient was implanted with a dhp plate and screws on (B)(6) 2011. It was discovered on an unknown date the plate was broken. Patient was returned to the operating room on (B)(6) 2011 and the hardware was removed.